Manufacturer narrative:
Rapidcomm provides customer with the ability to configure reference ranges for results. Customer did not configure a range of results in the system to report cord blood samples that would be less than 24 hours old and the system defaulted to the 1 to 6 day range assigned by the customer.

Event description:
Customer reports that when a cord blood gas sample is run on the instrument, rapidcomm applies the adult ranges to the results. Customer reports no patients were impacted by this event as initial results were not reported to a physician.